Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It has been reported that an nrg transseptal needle was selected for use for an atrial fibrillation (a fib) ablation procedure. During the procedure, the physician mentioned that energization was unable to be performed. The cable was replaced, yet no change observed. The generator was in ready mode and the rf tone was heard when the issue occurred. No error codes were noted and no issues with the patient anatomy. The needle was then replaced (different device, same model), and the procedure was completed successfully. No patient complications reported. Product is available for return.

Event description:
It has been reported that an nrg transseptal needle was selected for use for an atrial fibrillation (a fib) ablation procedure. During the procedure, the physician mentioned that energization was unable to be performed. The cable was replaced, yet no change observed. The generator was in ready mode and the rf tone was heard when the issue occurred. No error codes were noted and no issues with the patient anatomy. The needle was then replaced (different device, same model), and the procedure was completed successfully. No patient complications reported. Product is available for return. The has been received at boston scientific's post market laboratory.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the nrg needle passed visual inspection. The lumen was not blocked; the needle would flush properly (after and post decontamination). Also, the device passed the design specifications for the active tip length measurement in the continuity test. The needle failed the design specification for the curve overlay inspection, which was due to the manual reshaping of the needle that was evident along the curve profile. Based on the eprom read functional test, it is suggested that the needle had been connected to and authenticated by a generator earlier and the communication with the generator during the procedure was successful. Additionally, during vhx imaging, the charring was visible on the tip which concludes that rf was successful during the procedure. Finally, the needle passed the puncture test performed on a bench-top model, testing dongle was used to bypass the nrg eeprom to simulate rf delivery of the needle without having to authenticate the nrg eeprom that is write-protected. The problem could not be replicated during investigation because the returned needle was able to successfully deliver rf and puncture tissue when tested on a benchtop model. Therefore, the reported allegation can't be confirmed. A labeling review was conducted, and it was determined there was evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use, which warns the user to 'do not bend the nrg transseptal needle. Excessive bending or kinking of the needle tip may damage the integrity of the needle and may cause patient injury. Care must be taken when handling the needle.'